Manufacturer narrative:
As reported complaint sample was disposed of by the user and not returned, andiodynamics is unable to perform a device evaluation. The customer's reported complaint description could not be confirmed. The root cause for the reported defect cannot be determined. A review of the angiodynamic complaints system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2014, a patient of unk age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching form the extension leg tubing. The PICC was removed and replaced with a new of the same device. The patient suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.